Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found the image had a blackout and e315 error and the image became normal after drying. Based on the investigation result and the past findings, the probable cause is reasonably inferred from available information, including component damage or degradation, environmental issues such as dust/dirt/humidity, optical issues, thermal issues, and electrical issues such as signal loss or circuit disconnection. The most likely cause of reported issue is expected to be a component failure. However a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the bronchovideoscope displayed an error e315 (non-compatible endoscope). The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.